Event description:
It was reported that the patient was experiencing an underdose with symptoms of nausea, temperature spikes and seizures for 10 days prior. It was indicated that a physician would not perform a refill due to insurance and payment issues. Pump alarms were occurring; the patient had been due for a refill in 2008. Since the missed refill, the patient's mother was giving the patient baclofen via the gastric tube with some benefit being noted. The patient subsequently had the pump filled at about 10 days later. It was thought that the events were due to baclofen withdrawal. The patient was stabilizing and not having anymore seizures. The pain management physician had agreed to perform the refills until the mother could make other arrangements.